Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the eagle eye platinum catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used in a peripheral therapeutic procedure. During use, while advancing to the moderately calcified lesion through the iliac artery, the catheter separated inside the patient. A snare was used to retrieve the separated portion. The procedure was completed with no patient injury reported. This adverse event and product problem is being submitted because the eagle eye platinum catheter tip separated inside the patient, requiring additional intervention for removal.